Event description:
It was reported by the customer that this event involved a male patient with a flex tip epidural catheter. The catheter was successfully placed into the male patient without event. However, after the procedure, the disoriented patient attempted to get out of bed and walk to the restroom. Upon attempting to walk to the restroom, the epidural catheter broke. The remainder of the catheter in his back was removed in its entirety. The patient was not injured.